Manufacturer narrative:
The device was returned. However, customer allegation could not be confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope was returned from manufacturer after a repair for ¿noisy image." The device was reprocessed as part of preparation for use for a procedure the next day. The device exhibited e218 error and no image was produced when the videoscope was connected to the system during pre-use inspection. The therapeutic procedure was completed with a similar device (model: ltf-s190-10). The issue caused a delay in procedure. The patient was not given additional sedation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the result of the investigation, the subject event occurred due to failure of the circuit board in the video connector. However, the root cause of failure was unable to be specified, although it can be presumed that it was due to: ·the electronic parts such as an integrated circuit were broken due to deterioration over time such as repeated stress of energization. ·connection/disconnection of the video connector section multiple times while the video system center was turned on caused temporary flow of overcurrent. Or else, connecting the video system center while moisture was adhered to the electrical contacts of the video connector caused temporary short circuit. ·static electricity was applied to the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.